Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the operation, st catheter could not advance in the outer sheath due to the impediment. The second vizigo was used to complete the operation. There was no report on adverse event on patient. The valve had no physical damage. The hemostatic valve is faulty and the catheter cannot enter, that is, the catheter cannot pass smoothly in the sheath. Hemostatic valve separation is MDR-reportable. Obstructed sheath is not MDR-reportable.

Manufacturer narrative:
On 1-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the operation, st catheter could not advance in the outer sheath due to the impediment. The second vizigo was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. The dilator outer diameter was measured, and dimensions were found within specifications. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodged could be related to the obstruction, however, this cannot be conclusively determined. A device history record evaluation was performed for finished device number 00002051, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).